Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2023-00108 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. See h.10.

Event description:
It was reported that while using the bd multi-check¿ that there was a label issue. The following information was provided by the initial reporter: there has been a change to the reference range product insert and the ruo range values are no longer provided. The customer has not been informed of this change which impacts their process and sop.

Manufacturer narrative:
E.7 initial reporter addr 1: (B)(6). G.7 PMA / 510(k)# k961610, k982231. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd multi-check¿ that there was a label issue. The following information was provided by the initial reporter: there has been a change to the reference range product insert and the ruo range values are no longer provided. The customer has not been informed of this change which impacts their process and sop.